Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-04971, 3006705815-2023-04972, 1627487-2023-03778 it was reported an infection was present at the lead site. Patient was prescribed oral antibiotics and patient had the system explanted to address the issue.